Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent ventral and incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent hernia; lysis of adhesions; mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6) center. (B)(6), m.d. Operative report. Preoperative diagnosis: ventral hernia through old colostomy site. Postoperative diagnosis: ventral hernia through old colostomy site. Procedure performed: exploratory laparotomy and closure of old paracolostomy hernia with mesh. Size of the defect was approximately 6 inches x 3 inches. Anesthesia: general. Estimated blood loss: minimal. Indications: a 61-year-old status post large ventral hernia repair with mesh with a hernia. Procedure in detail: ¿the patient was brought to the operating room, prepped and draped in sterile fashion. Once satisfactory general endotracheal anesthesia was induced, the old colostomy incision was opened and extended laterally into normal unaffected tissue. The peritoneal cavity was entered lateral to the colostomy site. This was done uneventfully and then viscera that were adherent to the hernia were bluntly dissected free. The hernia sac was opened and a 6 x 6 piece of mesh was cut in half to make it a 6 x 3 cm piece of mesh and a series of #1 prolene sutures were placed in a u -stitch fashion circumferentially to secure the mesh within the peritoneal cavity. The mesh was secured and well positioned. The overlying muscle was reapproximated with interrupted #1 vicryl and the overlying soft tissues were closed without tension. The patient tolerated the procedure well and was stable at the completion of the operation.¿ (B)(6) 2012: (B)(6) center. Implant record: mesh prolene 6x6 #pmh. Manufacturer: vha supply company. Ref#: pmh, model#: pmh. Lot#: ege411, quantity used: 1; to abdomen; expiration date: 01/01/2017. Records span 06/30/06 to 11/01/12 it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 06/30/2016 including operative reports for previous abdominal surgeries were not provided.] On (B)(6) 2006: (B)(6), md. History & physical. Proposed procedure: ventral hernia repair. Indications for procedure: ventral/incisional hernia. Medical history: hypertension. Medications: atenolol, glucosamine. Abdomen: soft [illegible]. On (B)(6) 2006: (B)(6), md. Operative report. Preoperative diagnosis: large ventral/incisional hernia. Postoperative diagnosis: large ventral/incisional hernia with hernia also at this previous colostomy site. Operation: repair of large ventral hernia as well as an incisional hernia at his colostomy site and extensive lysis of adhesions. Assistant: (B)(6), md. Estimated blood loss: 25 to 50 cc (ml). Indications for operation: mr. (B)(6) is a 54-year-old gentleman who had previously undergone colectomy for diverticulitis with hartman¿s procedure and subsequent exploratory laparotomy and colostomy takedown, who presented with a large epigastric ventral hernia. It was not in his previous incision as well as incisional hernia near his old colostomy incision. Procedure in detail: ¿the patient was taken to the operating suite and placed in the supine position and placed under general endotracheal anesthesia. His abdomen was prepped and draped in the usual sterile fashion. A midline incision was made of his upper portion of his previous incision. Subcutaneous tissue was dissected free. His abdomen was entered under direct visualization. Numerous dense adhesions were taken down. His adhesions were extensive. After extensively mobilizing the adhesions, numerous multiple small defects to the right and lateral midline and epigastric area were identified. Also, mobilizing adhesions inferiorly in his abdomen and an incisional hernia was identified as old colostomy site. The lower portion of his incision below his umbilicus was well healed and there were no abdominal hernias in that area. An incision was then made over his previous colostomy incision and subcutaneous tissue was dissected free. The fascial defect was identified and closed with interrupted #1 prolene to address these multiple small holes to the right and left of midline in his epigastric area, a large piece of dual mesh was secured to the abdomen using the fascial closing device and interrupted prolene sutures much in the way you would perform a laparoscopic hernia repair. These prolene stitches were placed approximately an inch apart. They were tied in the anterior abdominal wall through small puncture sites without difficulty and the hemostasis had been continuously ensured and once again was continuously ensured. The fascia of the midline was then closed with double stranded #1 pds in a locking fashion. The skin of both incisions was reapproximated with staples. The patient tolerated the procedure well.¿ on (B)(6) 2006: (B)(6), md. Postoperative notes. Specimen: none. Complications: none. Condition: stable. Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 03706289. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc07/03706289) was implanted during the procedure. On (B)(6) 2006: (B)(6), md. Discharge summary. Admission date: on (B)(6) 2006. 54-year-old who underwent a large ventral incisional hernia repair with many lysis of adhesions. Admitted postoperatively, awaiting bowel function. When bowel functioned returned and diet regular, was discharged home without difficulty. Was tolerating diet and otherwise doing well. To return in one week. On (B)(6) 2011: (B)(6), md (res). Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: repair of recurrent incisional hernia with mesh. Anesthesia: general endotracheal anesthesia. Specimens: none. Estimated blood loss: 10 ml. IV fluids: per anesthesia. Procedure in detail: ¿the patient was consented and he verbalized agreement about the procedure to be performed. He was then brought to the operative theater and placed in the supine position. Anesthesia was in charge of providing general endotracheal anesthesia. At this time, we prepped and draped the abdomen in standard surgical fashion. We then identified our midline where there was significant amount of scar tissue from his previous surgeries. We made an elliptical incision pretty much from the subxiphoid area [sic] to the suprapubic area, which extended the length of the incision itself. This was performed in an elliptical manner and completely cleaning all the scar tissue and then removing it completely be able to cautery. After removing the scar incision attaching it from the subcutaneous tissues, we then went downwards through the subcutaneous tissues until we were able to find fascia. Once this was performed, the fascia was grasped with 2 kochers. Peritoneum axis was then gained without any complications. We then extended our incision inferiorly gaining complete access to the peritoneum itself. It was actually noted that the patient had a significant amount of thick mesh probably from his previous repair. This was attached to both fascia as well to the small bowel underneath. Via excessive lysis of adhesions, we detached the previously placed mesh from the small bowel and the fascial edges itself both laterally, nearly inferiorly and superiorly. Once this mesh was completely removed, we proceeded with the excessive lysis of adhesions until all of the small bowel and abdominal contents were free in the peritoneum. With palpation we were able to identify an approximately 6 x 5 cm fascial defect on the right side of his midline. He had a significant amount of small bowel incorporated into this defect, which was easily reduced. We also noted an additional small fascial defect on the left lateral side of the medial incision approximately about 2 x 2 cm in dimensions. After this, we proceeded to completely free up the fascia itself from all of the subcutaneous tissues. Once the fascia was significantly cleaned up with approximately 4 to 5 cm of free fascial edge circumferentially, we then placed our proceed mesh of approximately 10 x 6 in dimensions. The mesh was then placed underneath the fascial defect itself and the mesh was secured to the fascial edges circumferentially with a 0 gore-tex stitch. This was done carefully without any complications and also with a slight eversion of the mesh itself to avoid any significant rolling of the mesh. Once this was performed our mesh repair was checked and no significant defects or holes were palpated throughout the entire circumference of the mesh. At this time, we thoroughly irrigated the abdominal wound with antibacterial fluids. This whole area was then dried up entirely and then 2 blake drains were placed on the left lateral side from the midline incision. The blake drains were placed right between fascia and the skin. They were secured with 3-0 nylon stitch. After this, the skin was approximated with deep dermal running stitches using 3-0 vicryl and the skin itself was reapproximated with staples. The patient tolerated the procedure very well. He is now being extubated and he will return to the recovery room and then to the floor. All instrument counts and lap counts were accurate at the end of the procedure. Dr. (B)(6) was present throughout the entire operation.¿ on (B)(6) 2011: (B)(6) system. Implant record. Mesh proceed oval 8 x 10. Manufacturer: ethicon. On (B)(6) 2011: (B)(6), md. Pathology report. Accession#: ms11-14933. Preoperative diagnosis: incisional hernia. Specimen: 1. Scar tissue. 2. Mesh. Final pathologic diagnosis: 1. Skin and scar tissue; excision: incidental compound melanocytic nevus. Dermal scar. 2. Gross diagnosis only: mesh. Gross description: 1. Surgical label: (B)(6). Pathology label: (B)(6). Pathology/cassette#: (B)(4). Received in formalin, labeled ¿scar tissue¿, is a 24 cm in length by 3 cm in diameter old scar non-pigmented skin tissue. The specimen is serially sectioned. Representative sections are submitted, sublabeled a-c. 2. Pathology/cassette#: (B)(4). Received in formalin, labeled ¿mesh¿, are two fragments of mesh, each measuring 17 x 4 cm. Gross description only. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.